Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Grey magnet cylinder inside had come apart from the main toothbrush/cylinder inside came loose...cylinder fell out as it has obviously become detached - oral-b [device breakage] . Case narrative: male consumer via e-mail stated that the oral-b io toothbrush sounded rattly and loud, so he took off the oral-b io toothbrush head and found that the grey magnet cylinder inside the oral-b io toothbrush came apart from the main toothbrush. No injury was reported. 18-may-2023 follow up via e-mail: the suspect product was an oral-b io9 toothbrush, model 3758. The suspect product lot was ah01631755. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Grey magnet cylinder inside had come apart from the main toothbrush/cylinder inside came loose...cylinder fell out as it has obviously become detached - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b io toothbrush sounded rattly and loud, so he took off the oral-b io toothbrush head and found that the grey magnet cylinder inside the oral-b io toothbrush came apart from the main toothbrush. No injury was reported. 18-may-2023 follow up via e-mail: the suspect product was an oral-b io9 toothbrush, model 3758. The suspect product lot was ah01631755. No injury was reported.